Event description:
It was reported that the unspecified bd¿ infusion set was blocked during use. The following information was provided by the initial reporter: "I have another bd product that is defective... Extension tubing defective, used in pre op. Customer was unable to flush."

Manufacturer narrative:
H6: investigation summary no product or photo was returned by the customer. The customer complaint of defective bd product could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because the material and lot number are unknown. The root cause of this failure could not be identified without a failure investigation. H3 other text : see h10.

Event description:
It was reported that the unspecified bd¿ infusion set was blocked during use. The following information was provided by the initial reporter: "I have another bd product that is defective. Extension tubing defective, used in pre op. Customer was unable to flush."

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. B.3. Date of event: unknown. The date received by manufacturer has been used for this field. D.4. Medical device expiration date: unknown. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H.4. Device manufacture date: unknown.